Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of clinical assessment, the type iiia endoleak event is unconfirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical record/ images available for review. The final patient status was discharged on the first post-operative day following an endovascular repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata corrections: g1,2: contact office- contact has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3a endoleak was identified during a routine follow up. An intervention was completed. The physician elected to implant three (3) suprarenal stent graft extensions and two (2) infrarenal stent graft extensions to treat this event. The patient status has not been reported.